Event description:
It was reported that the patient presented for lead revision due to decreased sensing. The physician mentioned that there seemed to be insulation abrasion at the proximal end of the lead. Lead was explanted and replaced, without problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned for analysis cut in two segments. The outer sheath was abraded at 7.0-7.7cm and 8.0-9.0cm from the connector pin, consistent with lead friction to the ICD can. The lead insulation was intact at these locations.